Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose levels. Customer's blood glucose level dropped to 40 mg/dl. The customer went back to bed. The customer's blood glucose level went up to 346 mg/dl. They treated their blood glucose level with a bolus. The high pressure test passed. The device was not returned.